Manufacturer narrative:
The following fields were updated with corrections: g4: date received by manufacturer: 2021-02-03.

Event description:
It was reported when using the bd microtainer® quikheel¿ lancet there was a retraction issue - delay or no retraction. The following information was provided by the initial reporter: translated to english. The customer stated: "the blade didn't come out." (B)(6) 2021: bdj received an actual used sample and confirmed the tip on blade was exposed from the body of lancet.

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 7 photos for investigation. It was observed that that the lancet had been partially triggered and that the blade did not retract into the housing after activation. In addition, the blister package appeared to be depressed/damaged in the area where the trigger of the lancet is located within the package. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Retention samples were tested for quality characteristics per vt30070 (defective lancet; foreign matter; gaps; flash; broken post; trigger free; height/thickness; blade extension and activation testing) were evaluated with acceptable results. No assignable root cause was identified within the scope of this investigation.

Event description:
It was reported when using the bd microtainer® quikheel¿ lancet there was a retraction issue - delay or no retraction. The following information was provided by the initial reporter: translated to english. The customer stated: "the blade didn't come out.". 02/03/2021 - bdj received an actual used sample and confirmed the tip on blade was exposed from the body of lancet.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd microtainer® quikheel¿ lancet there was a retraction issue - delay or no retraction. The following information was provided by the initial reporter: translated to english. The customer stated: "the blade didn't come out." 02/03/2021 - bdj received an actual used sample and confirmed the tip on blade was exposed from the body of lancet.